Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the speed was slow, head worn, rod deformed, motor not working, bearing, seal, switch damaged, and the motor, collet, bearings, seal, lever, cable, switch, and reciprocating arm need replacement and quote is waiting on approval device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
The handpiece appears low speed and collet worn. Complaint from tw service center and no patient involved. The event was during kit inspection. No adverse event was reported as a result of this malfunction.